Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient experienced an 20 infusion leaking at site location. The infusion set long for 1 to 2 days. The blood glucose level was 200-300 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1891487 - MDR 3003442380-2024-09176 - device 16 of 20.